Event description:
Case description: investigation results: name: novopen 4, batch number: mvg6v53. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill, batch number: nr7rl13. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: -"malfunction" updated as "no", "is non-reportable" updated as "no". -investigation results updated. -"final report" ticked, "expected date of fu report" removed and "current location of device" updated in EU/ca tab. -b, c and d, g (imdrf) codes updated in device addendum tab. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Incorrect handling of the device and product storage error such as storing the device with needle attached between injections can affect the functionality of the device. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of reported hyperglycaemia and diabetic coma. H3 continued: evaluation summary name: novopen 4, batch number: mvg6v53. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia with blood glucose level of 580 mg/dl [hyperglycaemia] diabetic coma [diabetic coma] pen did not inject his dose [device failure] np4 is not working as on adjusting the dose counter on the target dose and pressing the dose button the dose counter moves without injecting the selected dose [device issue] dose counter was adjusted to 60u and by pressing the dose button gently the counter stopped at 52 u and 47 u then was adjusted back to zero [incorrect dose administered by device] wrong insertion of the pen fill inside the pen [device use error] the needle left attached between injection [product storage error] dialling clicks were used [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia with blood glucose level of 580 mg/dl(hyperglycemia)" with an unspecified onset date, "diabetic coma(diabetic coma)" with an unspecified onset date, "pen did not inject his dose(device failure)" with an unspecified onset date, "np4 is not working as on adjusting the dose counter on the target dose and pressing the dose button the dose counter moves without injecting the selected dose(device component issue)" with an unspecified onset date, "dose counter was adjusted to 60u and by pressing the dose button gently the counter stopped at 52 u and 47 u then was adjusted back to zero (incorrect dose administered by device)" with an unspecified onset date, "wrong insertion of the pen fill inside the pen(device handling error)" with an unspecified onset date, "the needle left attached between injection(device stored with needle attached)" with an unspecified onset date, "dialling clicks were used (wrong technique in product usage process)" with an unspecified onset date, and concerned a 408 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", mixtard 30 hm penfill (insulin human, insulin isophane) (30u morning and 10 u at night) from unknown start date and ongoing for "type 1 diabetes mellitus". Patient's height: 168 cm patient's weight was about 51.5 to 52 kg. Body mass index (bmi) was not reported. Current condition: type 1 diabetes mellitus (from 14 years). On an unknown date, blood glucose level (blood glucose) of the patient became very high about 580 mg/dl which lead to a diabetic coma as novopen 4 did not inject the dose. Patient was hospitalized and he was discharged the day after that at night. He was given mixtard insulin inside the hospital with a dose larger than 30 u and then completely recovered. Patient complained that np4 (novopen 4) was not working as on adjusting the dose counter on the target dose and pressing the dose button the dose counter moves without injecting the selected dose. Dose counter was adjusted to 60 u and by pressing the dose button gently the counter stopped at 52 u then was adjusted back to zero. Pen training was repeated. A new pen fill was inserted, dose counter was adjusted to 60 u and by pressing the dose button gently the counter stopped at 47 u then the pen injected insulin. Wrong insertion of the pen fill inside the pen had resulted in a gap between the piston rod head and the mechanical parts. Pen training was repeated to know how to add the pen fill inside the pen correctly to avoid that issue. On an unknown date, patient reported that he used already used needle, changes needle every 2 days and the needle was left attached to pen between injection. Patient used dialling clicks to estimate the dose of the product. Insulin was stored in room temperature. Needle was attached to pen in 180 degree angle. No recent changes in diet or exercise level. Cartridge holder wasn't detached from the body of the pen. Batch numbers: novopen 4: mvj6v53 mixtard 30 hm penfill: nr7rl13. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia with blood glucose level of 580 mg/dl(hyperglycemia)" was recovered. The outcome for the event "diabetic coma(diabetic coma)" was recovered. The outcome for the event "pen did not inject his dose(device failure)" was not reported. The outcome for the event "np4 is not working as on adjusting the dose counter on the target dose and pressing the dose button the dose counter moves without injecting the selected dose(device component issue)" was not reported. The outcome for the event "dose counter was adjusted to 60u and by pressing the dose button gently the counter stopped at 52 u and 47 u then was adjusted back to zero(incorrect dose administered by device)" was not reported. The outcome for the event "wrong insertion of the pen fill inside the pen(device handling error)" was not reported. The outcome for the event "the needle left attached between injection(device stored with needle attached)" was not reported. The outcome for the event "dialling clicks were used(wrong technique in product usage process)" was not reported. Since last submission the case has been updated with the following: -batch number of novopen 4 updated -annex a codes updated -events needle left attached between injection (device stored with needle attached) and dialling clicks were used (wrong technique in product usage process) were added -narrative updated accordingly. Preliminary manufacturer's: 27-jun-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Incorrect handling of the product could affect the functionality of novopen 4, leading to hyperglycaemia and its complications references included: reference type: e2b company number reference ID#: eg-novoprod-1244144 reference notes: block c - additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates 6. Lot # 7. Exp. Date (if unknown, give duration) #1 mixtard 30 hm penfill regimen # 2, dose larger than 30 u, subcutaneous #1 mixtard 30 hm penfill regimen # 3, 40 iu, qd (30u morning and 10 u at night), subcutaneous, ongoing, lot# nr7rl13, exp. Date: 01/30/2026.